Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that they were not able to get any green lights on the telemetry portion on the monitor during a remote transmission. Follow up could not be obtained to determine if this was an issue related to the device. The device remains in use. The monitor will be returned. No patient complications have been reported as a result of this event.